Manufacturer narrative:
Event was reported by the medical facility as a prod problem. Not an adverse event. Procedure was complicated by hemorrhage and collateral tissue damage. The cause of the collateral damage could not be determined by the medical practitioners. In the absence of a trained clinician indication of risk of serious injury, utmd is unable to determine the likely hood of serious injury. If the event were to recur as no prior serious injuries have been reported using this device over 16 yrs. The pt apparently went home without serious injury. More pt info is needed. The cause of the wire sever could not be determined by utmd. Correction: date of event was 2007 according to the hosp operation report.